Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The ipg was visually inspected and appeared discolored. Peeling parylene and scratches on the can were also observed. The ipg passed the auto test and communication testing with the lab equipment and a patient programmer. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2006, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient died and that the hospital would be returning the ipg. The hospital reported that they are simply emptying their storage which includes several sjm products. The death is not believed to be product related. The cause and date of death are unknown. No other information is currently available.